Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. Review of the device data logs confirmed the occurrence of ventilation stopped, however, it could not be determined if the device stopped by itself or was stopped by the user. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had stopped ventilation without a prior warning alarm. The nursing staff reported deterioration of patient vital signs and the patient was found to be cold, pale and tachycardic.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device had stopped ventilation without a prior warning alarm. The nursing staff reported deterioration of patient vital signs and the patient was found to be cold, pale and tachycardic.